Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Event description:
Allegedly revised due to painful tibia. Medium activity level.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The report will be updated when the investigation is complete. This is the same event as 1043534-2013-02605.